Event description:
Caller alleged discrepant results across two inratio meters. Results as follows. Time between testing was an hour. Lab draw was done immediately after finger stick on doctor's inratio. Two different lot numbers were used for patient vs doctor's meter. Patient's therapeutic range is 2.0-3.0. Last dose of coumadin was day before.

Manufacturer narrative:
Investigation pending.